Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : limb ischemia: clinical reported no flow noted down the leg, and no decision to insert any perfusion catheter. The product was not returned for investigation. In order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: clinical reported not being able to achieve good flows since the start of the case, reaching 2.3 l/min on auto. Position was reported to be good, and patient received 2 l of ns to improve flows, but it did not resolve. The product was not returned for investigation. Data log review showed no motor current spikes, but had low pulsatility and a consistent downward trend in placement signal throughout the case. Suction alarms occurred throughout the case, and placement signal low alarm occurred once placement signal dropped below 50 mmhg. Flow steadily decreased over time, even at high p-levels. The cause of the low pump flow is most likely patient condition, as clinical reported the patient receiving volume support, and placement signal was trending downward with low pulsatility throughout the case, indicating a decline in the patients condition. Device history lot : device lot number: 1946909. Device history batch : n/a. Device history review : pump sn (B)(6) passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient had no distal flow in their impella leg following impella cp implant. The position of the pump was verified and the doctor declined to intervene. It was additionally noted that the flow rate of the pump steadily decreased in auto mode during support. While initially only able to achieve 2.8lpm, the flow rate decreased quickly to a rate of 1.4lpm. Volume was given to the patient in an attempt to increase the flow rate but the issue persisted. After four hours of support, the patient continued to deteriorate from their underlying conditions and passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.